Event description:
The customer contacted baxter's service center regarding a reload the set 163 alarm which occurred on the homechoice (hc) during prime. The home patient (hp) stated that the clamps were closed. The technical service representative (tsr) had the hp cycle the power. The hc went to "press go to start". The tsr had the hp press "go", check the set, and check the membrane. The hp stated that the set and membrane looked fine. The tsr had the hp load the set and press "go". The hc self tested ok. The tsr had the hp open the clamps and press "go". The hc alarmed "reload the set/close all clamps". The tsr had the hp close the clamps and cycle the power. The hc went to "press go to start". The tsr assisted with getting the set out. The hp stated that the set was moist. The tsr asked the hp if he could hold onto the set so that baxter could arrange to have the set picked up for evaluation. The hp stated that he would hold onto it. The tsr explained that the hp would have to start over with new supplies. The tsr assisted with troubleshooting and getting the set out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient on (B)(6) 2012. The hp stated that he did not notice anything unusual about his supplies that night. He did not know where the moisture had come from. After starting over with new supplies, therapy went well. He still had the sample available, and it was requested for evaluation. Therapy since has been going well, and there were no adverse effects reported in relation to the event.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was a manufacturing issue. The sample was received and evaluated. A visual inspection was performed, and sheeting was noted in the weld of the cassette. Leak testing was performed, and the same issue was noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The sample was confirmed for the reported problem. A follow-up MDR will be submitted if any additional information is received.